Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The phaco handpiece met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
The device was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that there was no phacoemulsification from the handpiece during a cataract with intraocular lens (iol) implant surgery. There was no patient harm. Additional information has been requested.